Event description:
It was reported that revision surgery will be performed due to breakage of the tibial baseplate.

Manufacturer narrative:
The cause of the journey uni tibial base fracture was likely due to fatigue loading in excess of the strength of the tray. The tray fracture likely originated at a laterally shifted location where the cement groove and pad meet. The anterior/posterior direction of the fracture is atypical and may be related to femoral component loading the insert and tibial base at a more lateral location.

Event description:
The patient initially called the baxter representative for assistance with a cassette. During the call the patient stated he was currently hospitalized due to an infection in his abdomen. The patient stated that this is the second time the infection has occurred and he has been hospitalized. The patient his peritoneal catheter had been removed. During a follow up call, the facility nurse confirmed the patient had the peritoneal catheter removed and is on hemo dialysis. The nurse stated that the patient has had two documented cases of peritonitis. The nurse stated to contact his physician for further information. This is the master complaint for the event of peritonitis.